Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since maybe saturday or sunday (on (B)(6) 2023) after implant, the patient had felt a pulsation down at the bottom of their leg. Patient also said they had been experiencing therapy issues since implant so they increased their stimulation on their current program to then decrease it because of the pulsation sensation. Patient said it was not painful, but it was uncomfortable. When they decreased stimulation (stim), the sensation wasn't uncomfortable but they could feel the pulsation. Patient said that they were getting a little better with their therapy but they still wake up twice a night to change their pads. Patient said the adjustments hadn't helped them that much though because they had been incontinent and they were using 52 pads a week. Patient services reviewed general therapy guidelines and therapy optimization and MRI mode. Patient connected to their ins on the call and increased stim and initially said they no longer felt stim sensation down the leg. Near the end of the call, patient said they started to feel the sensation in their leg and a little tummy ache but they wanted to keep their stim at the current level and monitor symptoms. Patient services redirected to doctor if issue persists on all programs to check the circuitry. Patient has a follow up appointment with their doctor in 6 weeks. The patient called back later. The patient had just decreased their stimulation and repeated the previous complaints. The patient stated when they were first implanted, they came home and kept the therapy on the same setting they set it at for the patient's implant but it wasn't working because the patient was waking up at night and gushing out urine so the patient switched programs. The patient left the setting for a bit but then just went in today on (B)(6) 2023 to increase the stimulation but they increased it to a level where they felt the stimulation in their right calf which the patient stated was odd, because the ins was on their left side and with their previous implants they'd felt the stimulation in their "pelvis area" which the patient confirmed they meant it was in their bike-seat region. The patient stated now with this system they felt something in their leg, so they turned the stimulation down a point and left the stimulation at that level where they no longer felt the stimulation in their leg, but also at that point they weren't feeling the stimulation at all. The patient stated they wanted to monitor how their symptoms responded from where they were now. Patient services reviewed device description/function and programming considerations as well as therapy expectations with the patient. The patient stated that they'd told them at the doctor's office that if the patient felt it in their leg, they must have gone too high. Patient services also reviewed stimulation considerations and the patient stated their healthcare provider (hcp) had told them they could experiment with programs 1-7 so they were going to continue to follow their hcp's instruction's, monitor their symptoms and continue to work their way through their programs to find the setting that would help their symptoms the best.